Event description:
The sales rep reports that during a lso procedure, the device tore during insertion. They used a trocar to complete. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on 7/5/2010: the physician needed to dissect the bile duct before cutting a small piece of cystic duct tissue. He could then remove the applier with the small piece of tissue between the jaws.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at the 14th firing sequence thus, it did not show up completely. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips would not reopen. While placing a clip on the cystic duct, the applier was stuck on the tissues. Unknown how case was completed. No detail about the consequences or the management of this issue.